Manufacturer narrative:
The device was returned for investigation. The device event log/alarm history was reviewed and no relevant events were identified. The reported issue of a burning smell from the device was confirmed. The following items were replaced: the driver board, pressure detector, app board, plunger motor, io motor, ls motor, power supply, cpu board, and lcd display. After the mechanism was calibrated, the device successfully powered up and passed the self testing with no alarms. The probable cause was damaged driver board, pressure detector, app board, plunger motor, io motor, ls motor, power supply, cpu board, and lcd display. The protocol was performed on the device for 6 hours. D9 - date returned to mfg: 12/21/2022

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
The event involved a plum 360¿ infuser that was reported to emit a burning smell burning (and in addition, the device's mechanism was noisy). The customer stated that the reported issues were identified during preventative maintenance (pm) testing. There were no sparks, shocks, flames or smoke noted in or around the device. Per the customer, the complaint was not related to physical damage/abuse, the device was on ac power and the power cord did not have physical damage, discoloration or any cuts observed. Furthermore, the prongs on the power plug were not bent or broken, and there were no bare metal wires. There was no patient involvement, and no harm to any person was reported as associated with the reported issue.